Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner portion of the device broke apart, detaching from the outer portion. When coughing, the patient ended up expelling the inner part of the material, which was found in his mouth. The patient was taken to the emergency room for a replacement. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H4 - device mfg date; corrected. One video was returned for evaluation. According to the visual inspection of the video provided, it can be observed that the sample is broken and separate from the rest of the assembly. Separation issue was confirmed but could not be replicated by functional testing due to the device not returned. The root cause could not be determined, since the sample was not returned, and an analysis could not be performed. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.